Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2026. The patient condition was stable before, during, and after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.